Event description:
While pipetting the antibody screening assay no sample or diluent was added to well c2 of the microwell plate and well d2 had a low volume. No error was reported. No death or serious injury was associated with this incident.